Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wore was attached to the seal carrier and sensor pod. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.